Event description:
It was reported that the device did not have telemetry. While attempting to interrogate a device implanted for 6 months, the clinic was unable to establish telemetry. Attempts were made to establish telemetry using a different programmer, repositioning of the programmer head, and patient changing position all without success. An electrocardiogram determined that the device was not pacing and the patient's heart rate was below the programmed lower rate setting. The patient had no symptoms. Before device replacement, interrogation was again attempted but there was "no behavior." The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The device was returned and analyzed. Analysis confirmed the "no telemetry" reported and also noted "no pacing output." Initial measurements determined that the device is in a high current drain condition and is the cause for the battery depletion. The battery depletion also caused the reported "no telemetry." Concomitant product: 6947m implantable tachy lead, (B)(6) 2012. (B)(4).